Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances and inadequate stimulation. The patients device was reprogrammed, however, the reported issues persisted. The patient underwent a lead revision procedure where the leads were explanted and replaced and is doing well post-operatively, but coverage difficulty persist.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances and inadequate stimulation. The patients device was reprogrammed, however, the reported issues persisted. The patient underwent a lead revision procedure where the leads were explanted and replaced and is doing well post-operatively, but coverage difficulty persist. Additional information was received that the patient was reprogrammed and is doing well post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances and inadequate stimulation. The patients device was reprogrammed, however, the reported issues persisted. The patient underwent a lead revision procedure where the leads were explanted and replaced and is doing well post-operatively, but coverage difficulty persist.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded through laboratory analysis that inadequate stimulation and high impedance measurements were caused by multiple cable lead fractures 2 cm from the clik x anchor. There are no exposed cables at the fracture site. Investigation conclusion: based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead had multiple cable lead fractures at the clik x anchor site. The lead kinked after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture. Therefore, the probable cause of the inadequate stimulation and high impedance was traced to component failure.